Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain"), genital haemorrhage ("abnormal heavy bleeding"), pregnancy with contraceptive device ("pregnancy, high risk") and haemorrhagic ovarian cyst ("other injury(ies) or complication (s) please describe: hemorrhagic right ovarian cyst") in a 37-year-old female patient who had essure (batch no. 626160) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included adenoidectomy, tonsillectomy, varicella, adenoidal hypertrophy, deviated nasal septum, appendectomy and ovarian cystectomy. Previously administered products included for an unreported indication: medroxyprogesterone on (B)(6) 2008 and depoprovera from 2003 to (B)(6) 2008. Concurrent conditions included abdominal pain, cyst of ovary, stress urinary incontinence, hirsutism, sinusitis, lipid metabolism disorder, seasonal allergy, constipation, pelvic mass, adenoidal hypertrophy, nasal congestion, emotional distress, overactive bladder, vaginal spasm, bacterial vaginosis, hypertension, obesity, sleep apnea, skin rash, hives, bloating and thyroid nodule. Concomitant products included cholecalciferol (vitamin d) since 2009 and prinzide (lisinopril hydrochlorthiazid) from 2011 to 2013. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 23 days after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge, moderate amount creamy white non-odorous, clear discharge with odor, yellow white vaginal discharge"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary infection") and autoimmune disorder ("autoimmune disorder type of disorder"). In march 2008, the patient experienced dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping)"), menorrhagia ("abnormal prolonged menses, abnormal bleeding (vaginal, menorrhagia), heavy menses"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and alopecia ("hair loss"). In june 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced back pain ("severe back pain and cramping, lower back pain") and uterine leiomyoma ("other injury(ies) or complication (s) please describe: intramural leiomyomata"). In 2010, the patient experienced allergy to metals ("nickel allergy") and weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2010, the patient experienced urinary incontinence ("bladder or urinary problems or changes: urinary incontinence") and headache ("migraines / headaches"). On (B)(6) 2011, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). In november 2012, the patient experienced haemorrhagic ovarian cyst (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain and cramping"), menstrual disorder ("abnormal prolonged menses"), muscle spasms ("severe back pain and cramping"), migraine ("migraines / headaches") and procedural pain ("painful post-operative recovery"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with ibuprofen (motrin), eugynon (levora-28), metronidazole (flagyl), procet (hydrocodone/acetaminophen) and surgery (total hysterectomy and bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, haemorrhagic ovarian cyst, abdominal pain lower, dysmenorrhoea, menorrhagia, menstrual disorder, back pain, muscle spasms, dyspareunia, migraine, allergy to metals, vaginal discharge, weight increased, procedural pain, vaginal haemorrhage, bacterial vaginosis, urinary tract infection, autoimmune disorder, urinary incontinence, headache, abdominal distension, uterine leiomyoma and alopecia was resolving and the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, autoimmune disorder, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, genital haemorrhage, haemorrhagic ovarian cyst, headache, menorrhagia, menstrual disorder, migraine, muscle spasms, pelvic pain, pregnancy with contraceptive device, procedural pain, urinary incontinence, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the right tubal ostia had the device placed and released with 13 coils remaining. The left tubal ostia had the device placed and released with one coil visualized right at the ostia. Following the essure removal surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: full occlusion of fallopian tubes on (B)(6) 2016 had transabdominal scanning resulted in the uterus appears normal in size and c o n t o u r , measuring 9 . 1 x 4.3 x 5.5 cm. Echogenic reflectors are noted in the cornaal regions , compatible with is not well seen by this technique, though grossly appears unremarkable. The ovaries are not well visualized. Endovaginal technique was added for more complete assessment. The stripe appears normal in thickness at 9 mm and shows bilaminar. The essure devices appear. Appropriately positioned. The right ovary measures 3.4 x 2.8 x 3.5 and shows an echogenic 2.9x 2.5 x 2.5 cm focus with low level internal echoes, enhanced through transmission, and no internal flow, compatible with a hemorrhagic cyst or follicle. There is preserved arterial flow in the right ovary adjacent to the hemorrhagic follicle. Left ovary measures 2.5 1.8 x 2.2 cm, shows preserved arterial flow on spectral analysis, and normal parenchymal architecture.no free fluid is noted in the pelvis. On (B)(6) 2016 patient had operative report resulted in 12 week size uterus, normal appearing tubes and ovaries bilaterally; bilateral efflux of ureters on cystoscopy. On (B)(6) 2009 had ultrasound pelvis showed 1 bilateral essure devices in situ. 2. Right ovarian cystic structure measuring 13 x 15 x 18 mm and containing low level echoes. Probable hemorrhagic cyst. 3. A small volume of free fluid is seen in the pelvis and is a nonspecific finding. On (B)(6) 2010 had pelvic ultrasound showed : transabdominal scanning for overall anatomy, transvaginal color doppler scanning for adnexal detail. The uterus is normal in size and appearance. Bilateral essure devices are documented in the cornual areas in the region of the interstitial fallopian tubes. Ovaries normal in size and appearance for age with normal blood flow and multiple follicles. Impression: normal pelvis. On (B)(6) 2012 had pelvic ultrasound showed that the essure devices appear appropriately positioned. Surgical pathology on (B)(6) 2016 - final pathologic diagnosis: uterus, cervix, bilateral tubes: - cervix with no pathologic diagnosis secretory endometrium - myometrium with intramural leiomyomata - fallopian tubes with no pathologic diagnosis sections of the cervix are negative for squamous or glandular dysplasia. Sections of the endometrium show no evidence of hyperplasia or malignancy. Sections of the myometrium show intramural leiomyomata, sections of the serosa are unremarkable. Concerning the injuries reported in this case, the following one/ones were reported via medical records - pregnancy, high risk most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received, reporter added, patient historical and concomitant condition added, lab data added, treatment drug added. Event "pregnancy, high risk" was added. On (B)(6) 2018: pfs received: reporter information, patient demographic information, product indication updated, lot no, treatment medications, new events vaginal haemorrhage, urinary tract infection, bacterial vaginosis, autoimmune disorder, urinary incontinence, headache, abdominal distension, haemorrhagic ovarian cyst, uterine leiomyoma and alopecia added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain"), genital haemorrhage ("abnormal heavy bleeding"), pregnancy with contraceptive device ("pregnancy, high risk") and haemorrhagic ovarian cyst ("other injury(ies) or complication (s) please describe: hemorrhagic right ovarian cyst") in a 37-year-old female patient who had essure (batch no. 626160) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included adenoidectomy, tonsillectomy, varicella, adenoidal hypertrophy, deviated nasal septum, appendectomy, ovarian cystectomy and migraine. Previously administered products included for an unreported indication: medroxyprogesterone on (B)(6) 2008 and depoprovera from 2003 to (B)(6) 2008. Concurrent conditions included abdominal pain, cyst of ovary, stress urinary incontinence, hirsutism, sinusitis, lipid metabolism disorder, seasonal allergy, constipation, pelvic mass, adenoidal hypertrophy, nasal congestion, emotional distress, overactive bladder, vaginal spasm, bacterial vaginosis, hypertension, obesity, sleep apnea, skin rash, hives, bloating and thyroid nodule. Concomitant products included cholecalciferol (vitamin d) since 2009, medroxyprogesterone and prinzide (lisinopril hydrochlorthiazide) from 2011 to 2013. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 23 days after insertion of essure, the patient experienced migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge, moderate amount creamy white non-odorous, clear discharge with odor, yellow white vaginal discharge"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary infection"), autoimmune disorder ("autoimmune disorder type of disorder") and headache ("migraines / headaches"). In march 2008, the patient experienced dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping)"), menorrhagia ("abnormal prolonged menses, abnormal bleeding (vaginal, menorrhagia), heavy menses"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). In june 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain and cramping, lower back pain") and uterine leiomyoma ("intramural leiomyomata"). In 2010, the patient experienced allergy to metals ("nickel allergy") and weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2010, the patient experienced urinary incontinence ("bladder or urinary problems or changes: urinary incontinence"). On (B)(6) 2011, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). In november 2012, the patient experienced haemorrhagic ovarian cyst (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain and cramping"), menstrual disorder ("abnormal prolonged menses"), muscle spasms ("severe back pain and cramping"), procedural pain ("painful post-operative recovery"), bladder disorder ("bladder or urinary problems or changes ") and urinary tract disorder ("bladder or urinary problems or changes "). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with ibuprofen (motrin), eugynon (levora-28), metronidazole (flagyl), procet (hydrocodone/acetaminophen) and surgery (total hysterectomy and bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, haemorrhagic ovarian cyst, abdominal pain lower, dysmenorrhoea, menorrhagia, menstrual disorder, back pain, muscle spasms, dyspareunia, migraine, allergy to metals, vaginal discharge, weight increased, procedural pain, vaginal haemorrhage, bacterial vaginosis, urinary tract infection, autoimmune disorder, urinary incontinence, headache, abdominal distension, uterine leiomyoma and alopecia was resolving and the pregnancy with contraceptive device and abdominal pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, autoimmune disorder, back pain, bacterial vaginosis, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, haemorrhagic ovarian cyst, headache, menorrhagia, menstrual disorder, migraine, muscle spasms, pelvic pain, pregnancy with contraceptive device, procedural pain, urinary incontinence, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the right tubal ostia had the device placed and released with 13 coils remaining. The left tubal ostia had the device placed and released with one coil visualized right at the ostia. Following the essure removal surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: full occlusion of fallopian tubes on (B)(6) 2016 had transabdominal scanning resulted in the uterus appears normal in size and c o n t o u r , measuring 9 . 1 x 4.3 x 5.5 cm. Echogenic reflectors are noted in the coronal regions , compatible with is not well seen by this technique, though grossly appears unremarkable. The ovaries are not well visualized. Endovaginal technique was added for more complete assessment. The stripe appears normal in thickness at 9 mm and shows bilaminar. The essure devices appear. Appropriately positioned. The right ovary measures 3.4 x 2.8 x 3.5 and shows an echogenic 2.9x 2.5 x 2.5 cm focus with low level internal echoes, enhanced through transmission, and no internal flow, compatible with a hemorrhagic cyst or follicle. There is preserved arterial flow in the right ovary adjacent to the hemorrhagic follicle. Left ovary measures 2.5 1.8 x 2.2 cm, shows preserved arterial flow on spectral analysis, and normal parenchymal architecture. No free fluid is noted in the pelvis. On (B)(6) 2016 patient had operative report resulted in 12 week size uterus, normal appearing tubes and ovaries bilaterally; bilateral efflux of ureters on cystoscopy. On (B)(6) 2009 had ultrasound pelvis showed 1. Bilateral essure devices in situ. 2. Right ovarian cystic structure measuring 13 x 15 x 18 mm and containing low level echoes. Probable hemorrhagic cyst. 3. A small volume of free fluid is seen in the pelvis and is a nonspecific finding. On (B)(6) 2010 had pelvic ultrasound showed : transabdominal scanning for overall anatomy, transvaginal color doppler scanning for adnexal detail. The uterus is normal in size and appearance. Bilateral essure devices are documented in the cornual areas in the region of the interstitial fallopian tubes. Ovaries normal in size and appearance for age with normal blood flow and multiple follicles. Impression: normal pelvis. On (B)(6) 2012 had pelvic ultrasound showed that the essure devices appear appropriately positioned. Surgical pathology on (B)(6) 2016 - final pathologic diagnosis: uterus, cervix, bilateral tubes: - cervix with no pathologic diagnosis secretory endometrium - myometrium with intramural leiomyomata - fallopian tubes with no pathologic diagnosis sections of the cervix are negative for squamous or glandular dysplasia. Sections of the endometrium show no evidence of hyperplasia or malignancy. Sections of the myometrium show intramural leiomyomata, sections of the serosa are unremarkable. Concerning the injuries reported in this case, the following one/ones were reported via medical records - pregnancy, high risk quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc update incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain"), genital haemorrhage ("abnormal heavy bleeding"), pregnancy with contraceptive device ("pregnancy, high risk") and haemorrhagic ovarian cyst ("other injury(ies) or complication (s) please describe: hemorrhagic right ovarian cyst") in a 37-year-old female patient who had essure (batch no. 626160) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included adenoidectomy, tonsillectomy, varicella, adenoidal hypertrophy, deviated nasal septum, appendectomy, ovarian cystectomy and migraine. Previously administered products included for an unreported indication: medroxyprogesterone on (B)(6) 2008 and depoprovera from 2003 to (B)(6) 2008. Concurrent conditions included abdominal pain, cyst of ovary, stress urinary incontinence, hirsutism, sinusitis, lipid metabolism disorder, seasonal allergy, constipation, pelvic mass, adenoidal hypertrophy, nasal congestion, emotional distress, overactive bladder, vaginal spasm, bacterial vaginosis, hypertension, obesity, sleep apnea, skin rash, hives, bloating and thyroid nodule. Concomitant products included cholecalciferol (vitamin d) since 2009, medroxyprogesterone and prinzide (lisinopril hydrochlorthiazide) from 2011 to 2013. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 23 days after insertion of essure, the patient experienced migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge, moderate amount creamy white non-odorous, clear discharge with odor, yellow white vaginal discharge"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary infection"), autoimmune disorder ("autoimmune disorder type of disorder") and headache ("migraines / headaches"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping)"), menorrhagia ("abnormal prolonged menses, abnormal bleeding (vaginal, menorrhagia), heavy menses"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain and cramping, lower back pain") and uterine leiomyoma ("intramural leiomyomata"). In 2010, the patient experienced allergy to metals ("nickel allergy") and weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2010, the patient experienced urinary incontinence ("bladder or urinary problems or changes: urinary incontinence"). On (B)(6) 2011, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). In (B)(6) 2012, the patient experienced haemorrhagic ovarian cyst (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain and cramping"), menstrual disorder ("abnormal prolonged menses"), muscle spasms ("severe back pain and cramping"), procedural pain ("painful post-operative recovery"), bladder disorder ("bladder or urinary problems or changes ") and urinary tract disorder ("bladder or urinary problems or changes "). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with ibuprofen (motrin), eugynon (levora-28), metronidazole (flagyl), procet (hydrocodone/acetaminophen) and surgery (total hysterectomy and bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, haemorrhagic ovarian cyst, abdominal pain lower, dysmenorrhoea, menorrhagia, menstrual disorder, back pain, muscle spasms, dyspareunia, migraine, allergy to metals, vaginal discharge, weight increased, procedural pain, vaginal haemorrhage, bacterial vaginosis, urinary tract infection, autoimmune disorder, urinary incontinence, headache, abdominal distension, uterine leiomyoma and alopecia was resolving and the pregnancy with contraceptive device and abdominal pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, autoimmune disorder, back pain, bacterial vaginosis, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, haemorrhagic ovarian cyst, headache, menorrhagia, menstrual disorder, migraine, muscle spasms, pelvic pain, pregnancy with contraceptive device, procedural pain, urinary incontinence, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the right tubal ostia had the device placed and released with 13 coils remaining. The left tubal ostia had the device placed and released with one coil visualized right at the ostia. Following the essure removal surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: full occlusion of fallopian tubes on (B)(6) 2016 had transabdominal scanning resulted in the uterus appears normal in size and c o n t o u r , measuring 9 . 1 x 4.3 x 5.5 cm. Echogenic reflectors are noted in the corneal regions , compatible with is not well seen by this technique, though grossly appears unremarkable. The ovaries are not well visualized. Endovaginal technique was added for more complete assessment. The stripe appears normal in thickness at 9 mm and shows bilaminar. The essure devices appear. Appropriately positioned. The right ovary measures 3.4 x 2.8 x 3.5 and shows an echogenic 2.9x 2.5 x 2.5 cm focus with low level internal echoes, enhanced through transmission, and no internal flow, compatible with a hemorrhagic cyst or follicle. There is preserved arterial flow in the right ovary adjacent to the hemorrhagic follicle. Left ovary measures 2.5 1.8 x 2.2 cm, shows preserved arterial flow on spectral analysis, and normal parenchymal architecture. No free fluid is noted in the pelvis. On (B)(6) 2016 patient had operative report resulted in 12 week size uterus, normal appearing tubes and ovaries bilaterally; bilateral efflux of ureters on cystoscopy. On (B)(6) 2009 had ultrasound pelvis showed 1. Bilateral essure devices in situ. 2. Right ovarian cystic structure measuring 13 x 15 x 18 mm and containing low level echoes. Probable hemorrhagic cyst. 3. A small volume of free fluid is seen in the pelvis and is a nonspecific finding. On (B)(6) 2010 had pelvic ultrasound showed : transabdominal scanning for overall anatomy, transvaginal color doppler scanning for adnexal detail. The uterus is normal in size and appearance. Bilateral essure devices are documented in the cornual areas in the region of the interstitial fallopian tubes. Ovaries normal in size and appearance for age with normal blood flow and multiple follicles. Impression: normal pelvis. On (B)(6) 2012 had pelvic ultrasound showed that the essure devices appear appropriately positioned. Surgical pathology on (B)(6) 2016 - final pathologic diagnosis: uterus, cervix, bilateral tubes: cervix with no pathologic diagnosis secretory endometrium. Myometrium with intramural leiomyomata. Fallopian tubes with no pathologic diagnosis sections of the cervix are negative for squamous or glandular dysplasia. Sections of the endometrium show no evidence of hyperplasia or malignancy. Sections of the myometrium show intramural leiomyomata, sections of the serosa are unremarkable. Concerning the injuries reported in this case, the following one/ones were reported via medical records - pregnancy, high risk. Most recent follow-up information incorporated above includes: on 25-may-2018: plaintiff fact sheet received. Plaintiff demographics, concomitant drug added. New events bladder or urinary problems or changes and abdominal pain were added. All symptoms mostly resolved after removal. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain and cramping"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal prolonged menses"), menstrual disorder ("abnormal prolonged menses"), back pain ("severe back pain and cramping"), muscle spasms ("severe back pain and cramping"), dyspareunia ("dyspareunia"), migraine ("migraines"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dysmenorrhoea, menorrhagia, menstrual disorder, back pain, muscle spasms, dyspareunia, migraine, allergy to metals, vaginal discharge, weight increased and procedural pain was resolving. The reporter considered abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, migraine, muscle spasms, pelvic pain, procedural pain, vaginal discharge and weight increased to be related to essure. The reporter commented: following the essure removal surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: full occlusion of fallopian tubes.